Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international manufacturer's warehouse facility reported that while testing the speaker assembly in a v60 test ventilator, "primary alarm failed:" occurred. There was no patient involvement.

Manufacturer narrative:
During further investigation, a visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was installed in a further investigation test ventilator. During testing the ventilator powered up from ac and deliver breaths, the ac led indicator activated, the alarm sound and the screen displayed ¿check vent: primary alarm failed¿. During debugging of the primary alarm speaker, the investigator measured the resistance in the copper braided wire solder joint and found that the joint was open. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The electrical opening in the speaker wiring created the primary alarm failure (1102 e/c).

Event description:
The international manufacturer's warehouse facility reported that while testing the speaker assembly in a v60 test ventilator, "primary alarm failed" occurred. There was no patient involvement.